Event description:
Pt undergoing plasma exchange on the caridian bct spectra optia apheresis machine when disposable tubing set broke apart in centrifuge resulting in large blood spill, and inability to rinseback rbc's to pt. Procedure terminated. This event occurred during the last 5 mins of the run following a short procedure pause. As the centrifuge came back up to speed, the disposable tubing in the centrifuge compartment broke into 3 parts: the centrifuge loop separated at the channel and at the top collar. Dates of use: 2008 for 49 minutes. Diagnosis or reason for use: myasthenia gravis.